Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation and the material rupture was confirmed. The investigation determined that the material rupture appears to be related to circumstances of the procedure. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Indication for use - used in a non-coronary vessel. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the device was prepared without issue. During a right hepatic artery intervention, the 2.8x16mm graftmaster balloon would not inflate and dye was noted escaping from the balloon. The device was removed from the anatomy without issue. No further treatment was performed. There was no adverse patient sequela. No additional information.